Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter would not power on even after the battery was replaced. The power issue first occurred around 9am one day prior. The patient manages her diabetes with insulin (self adjusts dosages) and tests at least 4 times per day. As a result of the power issue, the pt has less food/drink around 8:30am the following day. On the same day at an unspecified time, the patient allegedly became sweaty, cold, and shaky. No forms of treatment were reported. The customer care advocate (cca) walked the patient through troubleshooting and noted that the power issue was unresolved. Replacement products were sent to the pt. This complaint is being reported due the following conclusion: the patient allegedly developed symptoms suggestive of hypoglycemia one day after the power issue began. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.